Event description:
Information was received that a smiths medical bivona tts cuffed pediatric with v neck flange tracheostomy tube cuff would not inflate. No adverse patient effects were reported.

Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Upon inflation of the cuff, it was noted the cuff was not inflating circumferentially. The balloon was manipulated, which resulted in the whole cuff inflating. It was then deflated and inflated a total of four times; all inflating completely. When measuring the cuff, all were within specification. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.